Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was dislodged. When repositioning was unsuccessful, the lead was explanted and replaced. Patient condition was good after the event.